Manufacturer narrative:
The reported device was not returned for investiagtion due to the file remaining in the patients tooth. However, an investigation was performed using a different lot number and the results of the 12-piece sample showed to be above specifications.

Event description:
During a dental procedure on (B)(6) 2025, an endodontic file broke on initial insertion of file. The file broke off above the cutting flute which resulted in the file remaining in the patients tooth. Ss white burs was made aware of this incident on (B)(6) 2025.